Manufacturer narrative:
Serial numbers: (B)(4). For 4 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the field engineering specialist findings are consistent with causing high creatinine results. For 1 event, the investigation determined the sample probe issue identified by the field service engineer was the root cause of the event. For 4 events, the field engineering specialist service activities resolved the issue. For 1 event, the reagent probe was loose. The cell rinse cover was also bent, scraping the reaction cells and causing white residue to form. For 1 event, the issue was caused by reagent carryover, which was resolved by the service actions. For 1 event, the issue was caused by carryover due to the cell rinse detergent flow being disturbed. For 1 event, the investigation determined the bent probe identified by service was the root cause of the issue. For 1 event, the investigation is ongoing. The follow up action for 1 event was that the gear pump pressure, rinse bath levels, and cuvette water levels were checked. The sample probe was replaced. Precision studies were performed and all passed. The follow up action for 1 event was that the field service engineer inspected the rinse mechanism, sampling system, vacuum and gear pumps, and fluidics. All were acceptable. The customer's qc was acceptable. The follow up action for 1 event was that the field engineering specialist found the vacuum tubing from a detergent bottle was loose. The follow up action for 1 event was that service determined the sample probe was partially clogged. The sample probe was replaced. The customer performed calibration and qc. The follow up action for 1 event was that the field service engineer found a bent probe. The probe was replaced an adjusted. The module was confirmed as running back within specification. The follow up action for 1 event was that the field engineering specialist found a detergent tube that was leaking. He repaired the leak and cleaned all the reaction parts. The follow up action for 1 event was that the reagent probe was tightened and the cell rinse cover was corrected. All fluidics adjustments, gear pressure, and probe alignments were checked. The follow up action for 1 event was that a field engineering specialist found that the system needed to be decontaminated and the buildup had damaged several valve banks. The system was decontaminated, water pressures and rinse volumes were verified, probes were adjusted and several valve banks were replaced. All assays were calibrated successfully and precision was also run. The customer performed qc testing with acceptable results. The follow up action for 1 event was that the field service engineer replaced syringe plunger rods, performed mixer adjustments, adjusted rinse volumes and performed probe adjustments. Precision studies were performed. The follow up action for 1 event was that the field service engineer cleaned contamination from the sample probe and its rinse station. Vacuum valves were cleaned. The rinse unit water pressure was checked and was okay. The cover above the cuvettes was dirty, so it was cleaned. The rinse unit was cleaned. Precision studies were performed. The follow up action for 1 event was that the cell rinse detergent flow path was cleaned. The analyzer was confirmed to be running back within specifications. The follow up action for 1 event was that the photometer lamp was changed and a cell blank measurement was performed. Hardware and precision checks were performed and were ok. Probes were cleaned. Water conductivity was checked. The follow up action for 1 event was that probe alignments and rinse bath alignments were checked and were good. A valve was cleaned. The cell rinse volume was adjusted. The sample probe was replaced. Patient samples were repeated and results matched initial values. Precision studies were run and all values were within specifications. The customer ran controls. There were no follow up actions for 2 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>15</noe> malfunction events. Questionable high results were generated by the cobas c501 analyzer. The events involved a total of 113 patients with the following: 90 questionable results for tp2 total protein gen.2, 8 questionable results for crep2 creatinine plus ver.2, 1 questionable result for li lithium, 2 questionable results for ureal urea/bun, 4 questionable results for albt2 tina-quant albumin gen.2, 2 questionable results for ca2 calcium gen.2, 2 questionable results for crej2 creatinine jaffé gen.2, 1 questionable result for crpl3 c-reactive protein gen.3, 3 questionable results for dig digoxin, 2 questionable results for a1c-3 tina-quant hemoglobin a1c gen.3. The patients' ages ranged from 21 to 75 years. The other patients' ages were requested, but were not provided. The weight for 1 patient was provided of (B)(6) lbs. The other patients' weights were requested, but were not provided. There were 7 females and 3 males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For 1 event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event.